Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date in (B)(4) 2014, the patient experienced peritonitis. A batch review will be performed for the potentially associated lot number h13j22041. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13j22041 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date in the same month as the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics for the peritonitis. In the same month as the hospitalization, the patient was discharged and recovered from the peritonitis. No additional information is available. This is report 4 of 4.